Event description:
It was reported that a pediatric pt experienced severe hypotension. Pt's 02 sats decreased from 60's to 20's. The pt was transfused post norwood (cardiac surgery). It was stated that the pt was very sick and that the reported hypotension could have contributed to the pt's demise 14 days later. The reporter could not identify which of several variables might have caused the hypotension.

Manufacturer narrative:
The symptoms of the reaction described coincide with many of those known to be associated with anaphylactoid or immediate generalized reaction. Immediate generalized reactions have been associated with pt sensitivity to the plasma constituents which accompany the platelets during infusion, in such platelet preparations as contain plasma. It has been reported by buck, et al that washing of platelets would prevent some allergic, but not febrile, reactions. A review of the lot mfg history or field history was not possible as the device was neither retained nor it's lot number recorded. It is concluded that the episode reported was most likely related to medications employed and/or the nature of the blood products being transfused to this pt, or to unidentified predisposing factors in the pts in conjunction with any of the preceding.